Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Although requested, patient information was not provided.

Event description:
It was reported that the syringe pump was found to be turned off at drip check. Pump was "loose" and may have been bumped into. Visually inspected by htm. The unit has no damage/missing parts. The unit passed all the tests, and had no issue during the check in. There was "unexpected shut off/ unexpected channel disconnect. " there was no patient harm. Although requested further information not given.